Manufacturer narrative:
The reported event of a fractured leaflet was confirmed. No other damage was noted. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. While the root cause of the leaflet dislodgement could not be conclusively determined, there was no evidence of material defect in the carbon coating that may have caused or contributed to the dislodged leaflets or orifice damage. The damage may have been caused by some external force applied to the valve which overstressed the carbon material.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
On (B)(6) 2020, a 21mm masters series hemodynamic plus valve was selected for implant in the patient. One of the leaflets broke into 3 pieces after suturing the valve in place. All pieces of the broken leaflet and the valve was removed from the patient and exchanged for a 19mm masters series hemodynamic plus valve. The physician does not attribute this event to oversizing, there was no other set and valve available and time was running out. The 19mm masters series hemodynamic plus valve was successfully implanted. There was a 20-30 minute clinically significant delay in the procedure, but the patient remained hemodynamically stable throughout the procedure and experienced no serious injuries.